Event description:
It was reported that this right atrial (ra) lead exhibited pace impedance measurements of greater than 3,000 ohms, resulting in a lead safety switch. No noise was observed. Technical services discussed troubleshooting options with the health care professional. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).